Event description:
It was reported that during a procedure a staple would not eject from the stapler. The staple stayed inside the device and the device attached itself to the patient. The device needed to be released from the intestine. No patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss in the original unsealed sss packaging. The device did not appear to have any visible damage. The device was returned without the 2-0 surgidac nonabsorbable braided polyester surgical suture. Staples were not visible within the device. The plastic staple-retaining caps were removed from the device, confirming the absence of staples. Part of the open-but-unused process for single fire staplers is to inspect the device to ensure the cartridge is intact and has not been fired. If the staples are missing from the device, the device is rejected and not returned to the customer. The device was actuated upon a plastic bag which had been folded over several times. The device created indentations in the plastic but did not become stuck or catch on the bag indicating had there been staples in it, the device would have fired properly. The most probable root cause is user error since the device functioned properly during testing and the inspection process confirmed staples were in the device prior to leaving sss. The device history record for the returned stapler indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.